Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a probable temporal relationship exists between ccpd therapy utilizing the unknown liberty cycler and the adverse event(s) of loss of consciousness and fracturing/bruising rib(s). The etiology of the events is unknown; therefore, causality cannot be firmly established. Furthermore, limited information prevented a more in-depth investigation and root cause analysis. Based on the totality of the information available, the unknown liberty cycler cannot be excluded from having a possible causal or contributory role in the patient¿s serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. However, given the statements made by the patient, no available manufacturer evaluation of the suspect device(s)/product(s), and/or lack of causality, the device(s)/product(s) cannot be disassociated from the serious adverse events.

Event description:
On 13/nov/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [(pd)rn for renal replacement therapy (rrt) reportedly suffered ¿constant blackouts¿ (loss of consciousness) and fractured/bruised ribs. Subsequent attempts to obtain additional information (e.g., timeline, injuries, demographic information, causality) have thus far proven unsuccessful.